Manufacturer narrative:
(B)(4). Evaluation- no information regarding the event was provided. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injuries. No evidence to suggest the device was not manufactured to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged the patient was implanted with a cook gunther tulip filter on (B)(6) 2005. It is alleged that the patient was injured with out further explanation. It is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
The event is currently under investigation.

Event description:
According to complainant: patient was implanted with a cook gunther tulip filter on (B)(6) 2005. It is alleged that the patient was injured with out further explanation. The patient lived in georgia at the time of implant but, now resides in (B)(6). Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/29/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2005 via the left femoral vein due to prophylaxis for deep vein thrombosis. Plaintiff is alleging device tilt, embedded and device is unable to be retrieved. Plaintiff alleges attempted retrieval on (B)(6) 2006.

Manufacturer narrative:
Evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "plaintiff is alleging device tilt, embedded and device is unable to be retrieved". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.